Manufacturer narrative:
Device manufacture date was added.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed from g04105 to g07003. The investigation for tachycardia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 74-year-old male patient presenting in scai stage d shock underwent pre-operative impella 5.5 support placed surgically via the right axillary/subclavian artery for optimization prior to planned intervention. The device was implanted without any reported procedural complications, and the patient was transferred to the unit on support. During support, positioning issues were noted involving ventricular tachycardia (vt) runs, which the clinical team attributed to left ventricular compression, and the patient received an IV fluid bolus as part of management. Imaging was used to confirm pump position, which was found to be appropriate. No pump replacement was requested, and no product was returned for evaluation. The patient remained on impella support and survived at the time of reporting. The vt episodes appear clinically associated with patient-specific cardiac status and ventricular compression rather than a malfunction of the impella 5.5 device. Current findings indicate that the device functioned as intended, and no evidence suggests a device defect contributed to the arrhythmia.